Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: unable to confirm luminal marking. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, "after inserting and positioning the device into the artery, blood flow was not confirmed to be coming out of the marker lumen." It was not indicated how hemostasis was achieved. There were no reported adverse pt effects. No additional info was provided.